Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the patient was undergoing a routine device replacement. While the new device was being implanted, the patient was externally paced as there was no underlying rhythm. Once the device was securely connected to the leads, the external pacing was discontinued to allow the device to pace. The patient became asystolic for "several seconds" as the device had no output. External pacing was immediately initiated and the patient was rescued. The device was explanted and replaced with a new device. No further patient complications were reported as a result of this event.